Manufacturer narrative:
Please note that an initial 3500a report has already been submitted on 02-nov-2022, under manufacturer report number 2029046-2022-02711, against another medical device, which is a thermocool® smart touch® sf bi-directional navigation catheter(stsf). However, additional information was requested , and on 21-nov-2022, a response was received and based on internal review and assessment, it was determined that this complaint is no longer reportable under the thermocool® smart touch® sf bi-directional navigation catheter(stsf). It has been assessed as reportable under the pentaray nav high-density mapping eco catheter (manufacturer report number 2029046-2022-03177) an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 30783472l and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient aged 74 years old underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and suffered cardiac tamponade requiring surgical intervention and prolonged hospitalization. Blood pressure decreased during conducting of left superior pulmonary vein (lspv) roof ablation. Echocardiography confirmed cardiac tamponade. Timing when complaints occurred was after about 3 hours after the start of the procedure. Blood pressure recovered after drainage. Although the procedure was continued, the leakage of blood accumulated in epi did not stop, and the procedure was discontinued. Surgery was performed. The ablation procedure itself was completed after treatment with pulmonary vein isolation plus (pvi) + at. Atrial septal puncture was performed by radiofrequency (rf) needle. Ablation was performed before tamponade was identified. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting was initial setting 30w or more 15ml/m. The physician's opinions on the relationship between the event and the product was that it was procedure related. The graph viewer of visitag, which may have caused tamponade, was reviewed: contract force (cf) at the final ablation had been exceeded 70 g. According to the physician, data was reviewed using the replay function. It was confirmed the moment when pentaray entered to left atrial appendage laa, and spine popped out. After that, blood pressure of the patient decreased from 140 to 60. Since it was confirmed that there was a hole in the laa during the surgical procedure, it is not 100% certain, but it is highly likely that tamponade occurred at this time. There were no abnormalities observed prior to and during use of the product. The complaint product(s) will not be returned for analysis. Generator make, model is smartablate generator, the serial number was unknown. Transseptal needle product was a rf needle. No error message was observed on biosense webster equipment during the procedure. The force visualization features used were real time graph; dashboard; vector; and visitag. Additional filter used with the visitag was fot. The color option used prospectively was tag index. The outcome of the adverse event was fully recovered. The patient required extended hospitalization because of the adverse event for treating tamponade. Correct catheter settings was selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. The pump flow rate was normally controlled by the generator. Parameters for stability used for the visitag module was range2.5mm/time3s/fot3g25%/tagsize2mm. Additional information was received on 03-nov-2022. It was reported that ¿ope also had a hole in the laa, it is not completely sure but it's highly likely that it was a tampo at this time.¿ clarification was requested regarding the statement of: ¿ope also had a hole in the laa", that was reported on 03-nov-2022. Additional information was received on 21-nov-2022. It was clarified that a perforation mark was found in the left atrial appendage (laa). It was also clarified that the spine popped out on visualization.